Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted.

Event description:
Abbvie representative on patient's behalf reported "ruptured, capsular contracture, pain and psychological burden". This record is for the left side. Later healthcare professional reported "capsular contracture baker grade iii", "bleeding", "implants showed yellowish discoloration consistent with bleeding and significant silicone loss", "swelling" and "rupture". The device was explanted. Patient was treated with capsulectomy.

Manufacturer narrative:
Correction to g.3. Aware date of the initial medwatch. Aware date should have been listed as 21-jan-2026. Clarification to d1-d4 device information: patient provided the following device information for unknown sides. Only the catalog number is populated in the record as it is the same for both devices: sn (B)(6) / lot 2567698 / catalog n-trlp205 / mfg date 03-mar-2014 / exp date 03-mar-2019. Sn (B)(6) / lot 2534670 / catalog n-trlp205 / mfg date 10-dec-2013 / exp date 10-dec-2018.

Event description:
Patient reported "ruptured, capsular contracture [baker grade unknown], pain and psychological burden". This record is for the left side. The device was explanted.

Manufacturer narrative:
The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation: rupture, capsular contracture baker grade unknown.

Event description:
Abbvie representative on patient's behalf reported "ruptured, capsular contracture, pain and psychological burden". This record is for the left side. The device was explanted, it is unknown if the device was replaced.